Manufacturer narrative:
The unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The low battery alarm was confirmed in the format history file and then the power management parameters graph confirmed the power error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance on. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The unit was received with scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a power error detected alarm within 4 hours of troubleshooting the previous occurrence. The alarm occurred during normal usage of the device. The customer's blood glucose level was unknown. The device was returned for analysis.